Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use event on 29-jun-2024. The infusion set was in use for 1 day. The blood glucose level at the time of events was 110 mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1933987 - MDR 3003442380-2024-19557 - device 2 of 2.